Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations, e1 (event site name) is (B)(6).

Event description:
It was reported during patient use that the cardiosave intra-aortic balloon pump (iabp) had repair maintenance required. There was no harm reported.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had repair maintenance required. It was found to be an error related to video communication. There was no problem with operation, so use continued as is, and the device was removed the next day without any problems, and patient use ended. There was no harm reported.

Manufacturer narrative:
Updated fields- b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field- h6-medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and when checking the fault log, it appears that fault codes #78 (ui bridge connection fault), 79 (overridden critical video failure), 80 (video power reset) remained, and the video reset had been activated. An operation check was performed, but it was not reproducible, and no other problems were found, so no repairs were made, the fault log was reset, and the need for maintenance was resolved. It was then in a usable state.